Event description:
P.a.s. Port placed 8/26/97 in left upper arm with subsequent eschar development over p.a.s. Port site. After implanting port access needle left in place for immediate chemotherapy infusion. No documentation of extravasation of chemo only a nursing note referring to "taxol tubing retaped for increased security". P.a.s. Port explanted and wound therapist consulted and ongoing debridement & dressings so wound will heal by secondary intention.